Event description:
It was reported that spo2 would drop off. It is unk if any error messages or audible alarm notified the user of a malfunction. There were no known impact or consequences to the pt.

Manufacturer narrative:
The returned radical-7 device was evaluated. During evaluation, the device was able to visually and audibly alarm during alarm conditions. No product performance issues relating to spo2 were observed. On a full charge, the device's battery was able to operate for only one hour before the low battery alarm occurred. In addition, the docking station was returned with the radical-7 device. The docking station was unable to power on due to a defective fuse. After replacing the defective fuse, the docking station functioned as designed. Corrected data : added masimo radical docking station; phone # updated to (B)(6). Updated results codes and conclusions code. Updated narrative to correspond with updated codes.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.